Manufacturer narrative:
The console was returned for analysis. Root cause is due to a malfunctioning pud board. The root cause of the malfunctioning pud board is unable to be determined. Before returning to customer, field service remedied the issue.

Event description:
The user facility reported a 64-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The us complainant had an automated impella controller (aic) fail. The IFU was followed and a backup controller was used. No harm or injury.